Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was to accommodate the additional leads for the additional pain in the lumbar. No device malfunction was suspected. It was also noted that there were 1-2 contacts out on the lead that was replaced.

Event description:
A report was received that the patient was experiencing inadequate pain relief. An x-ray was taken and showed a broken lead. It was believed that the patient had a malfunctioning spinal cord stimulator. It was determined that there was one contact in the lead with high impedance. The patient underwent a procedure wherein a lead and the ipg were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model#:sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate pain relief. An x-ray was taken and showed a broken lead. It was believed that the patient had a malfunctioning spinal cord stimulator. It was determined that there was one contact in the lead with high impedance. The patient underwent a procedure wherein a lead and the ipg were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.